Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the iol was explanted in a secondary procedure due to glistenings and scratches. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in d.1. And g.5. Evaluation summary: the lens was returned in a lens case. Viscoelastic was dried on the lens. Scratches were observed, across the center of the anterior optic surface. The lens was cleaned with lphse. Resolution testing was conducted. The lens had acceptable resolution. Power could not be verified, as the power was unknown. Associated products were not provided. It is unknown, if associated products were used. The product investigation could not determine a root cause for the reported "mechanical issues", as the specific issues were not provided. The lens was clear upon return. Scratches were observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited, by the returned complaint sample would not have met release criteria. Not enough information was provided from the reporter for further investigation. Information was provided, that the lens was implanted by another surgeon (B)(6) years ago. And that the product information and associated products could not be provided. The manufacturer internal reference number is: (B)(4).